Event description:
It was reported that approximately a year ago, the patient was in a car accident and since then the device hadn't worked properly. Loss of therapeutic effect was noted. They were unsure if the patient was feeling stimulation or not. Also, unsure if the patient could communicate with the neurostimulator or not. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # lot # v121710 implanted (B)(6) 2008 explanted unknown; programmer model # 3037 lot # njd070087n.